Event description:
The consumer states he was attempting to turn with his walker, when the right side handgrip allegedly moved causing him to lose his balance. The consumer allegedly fell to the left and broke his tibia and fibula.

Manufacturer narrative:
Manufacturer received info from attorneys office that while turning with the walker the right handgrip moved and the user lost his balance and fell and broke his tibula and fibula. No confirmation of alleged injuries. Manufacturer has requested photos of product; none have provided at this time. MDR filed based on alleged injury.